Event description:
It was reported that the lead had dislodged. Perforation was verified via CT scan. Patient had a bypass surgery before ICD was implanted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and found to be within specification. Analysis was normal. No anomaly was found.